Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h1, h6.

Event description:
Device involved is non-abbvie device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.